Event description:
This event involved a patient 2 years and 5 months post heartware lvad implantation who experienced a high power event. The site reported ¿the patient presented with high ldh increased from 1533, to 2350 up to 5100, flow readings greater than 10lpm and pump power up to 9 watts. A decision was made to exchange." The patient was sent to the operating room (or) and underwent a pump exchange. The product has been returned to heartware for further analysis. Investigation is ongoing.

Manufacturer narrative:
The product was returned to heartware. Review of the manufacturing documentation confirmed that met all requirements for release. Post-explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. Review of the controller log files revealed an increase in power consumption and flow, as well as "high watts" alarms that correlate with the reported event. Independent pathological analysis confirmed the presence of thrombus. The cause of the reported event cannot be conclusively determined. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.